Event description:
It was reported that the right ventricular lead showed a slow rise in pacing threshold. The physician thought the cause was most likely exit block or an infarct near the tip of the pacing lead. The pace/sense portion of the lead was replaced and the high volt portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2003. (B)(4).